Event description:
On (B)(6) 2011, pt reported she has 4 infusion sites that are causing pain. Pt stated there is a raised hard area where the infusion set was. Pt reported it is not insulin pooling at the infusion site. Pt stated the 4 sites are on the stomach and this has happened with the last 4 infusion sites. Pt stated there is no bruising in the area and there is no scar tissue. Pt reported she is allergic to adhesive so she uses IV prep. On call back on (B)(6) 2011, pt reported she tried to find a new infusion site to see if the rash would go away; infusion set starting leaking. Pt stated she is currently using her syringe until she finds out if the doctor is going to start her on antibiotics for the rash. Pt reported she will see the doctor tomorrow. On f/u call on (B)(6) 2011, pt reported the doctor checked the infusion sites and sent her to the ER for treatment. Pt stated they said it was an abdominal abscess. Pt reported she is not currently using her infusion device because she is on antibiotics and will go back on the infusion device once she gets done with the antibiotics. Requested return of the alleged infusion set for evaluation.